Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, chest congestion, throat irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, chest congestion, throat irritation related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and unknown white deposits in filter inlet, unknown debris consistent with dust found in the bottom of the inside of device, unknown white debris found in air outlet, unknown white debris consistent with dust found on top of blower. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The manufacturer found evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes white debris consistent with dust found in the bottom of the inside of device, filter inlet and air outlet. Unknown white debris consistent with dust found on top of blower. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. Evidance of sound abatement foam degredation was found. Section d8, d9 and h3, h6 updated in this report. Section d5 is corrected in this report.